Event description:
It was reported by service report that the retractable head section could not be extended. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: head section locking mechanism.